Event description:
Per the reporter, he had a patient that had an MRI and was not aware of the pump stalling and the patient died. The reporter did not have any patient or device information as this had happened many years ago in a different city when he was working at a different place. Per the reporter, the patient¿s death had already been reported and he had no further information to provide.

Manufacturer narrative:
The date of the patient¿s death was unknown by the reporter. The reporter stated that it had occurred ¿many years ago¿. Concomitant medical products: product ID: neu_unknown_cath, product type catheter. (B)(4).